Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The following sections were updated: g4, g7, h2, h4, h6, and h10. As a result of the device investigation, olympus has concluded that the damage to the device was likely caused by improper handling. Wear and tear based on the age of the device may also have been a contributing factor. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use state: chapter 3 preparation and inspection. 3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.

Manufacturer narrative:
Device was evaluated. Device inspection determined that the units c-body ( control unit) probe unit pink rubber was found with deep cut, heavy corrosions were determined on the control body and ultrasound connector with water invasion. The device was placed for repair. Investigation is ongoing therefore the root cause cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device was observed with water flow function issue. The water is not flowing on the parts of the scope where it should be. The issue occurred during reprocessing. There was no patient involvement on this event. No user injury reported.